Manufacturer narrative:
Batch review performed on 16 july 2020: lot 151313: (B)(4) items manufactured and released on 08-oct-2015. Expiration date: 2020-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Other device involved in the event: gmk-primary 02.07.2005r femur std cemented # 5 r lot. 171913 (k090988). Batch review performed on 16 july 2020: lot 171913: (B)(4) items manufactured and released on 28-aug-2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed femur and liner (only medacta devices involved). An antibiotic spacer was implanted and the surgery was completed successfully 1 year after primary.